Manufacturer narrative:
(B)(4). One used force 40as generator was returned for evaluation. This generator was obsolete on (B)(6), 2004 and is no longer supported. The investigation found the unit to function normally and within specifications. Nothing was found that would have caused or contributed to the reported event.

Event description:
The customer reported that the generator was used in a procedure, after which the patient was found to have received 2nd degree burns with blistering at the non-covidien return electrode (pad) site. The patient was stabilized.